Event description:
It was reported that during an unknown procedure, the clipper didn't close properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported event, the instrument was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws. The device was noted to have the tip of the advancer bent; this condition led to the formation of three clips with gap. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis the following information was requested, but unavailable: were clips malformed (not closed properly)? Or were device jaws misaligned (not closing properly)? Or did both issues occur; clips malformed and jaws of device misaligned? How was procedure completed? On what type of procedure was device used?